Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed. There was no adverse impact to the customer¿s blood glucose level. Customer was provided pump reset instructions by technical support but was unable to complete reset at time of call and was advised to contact technical support again when able to attempt reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.